Manufacturer narrative:
Additional info was obtained on 12/13/2007 per product manager, vascular, dialysis and thermometry; we (the tyco healthcare/kendall sales rep and product manager) have previously conducted a visit in september 2007 to this facility in order to assess and train the medical staff on proper cleaning protocols for this product. The proper cleaning protocol was discussed with the quality team leader for the neonatal intensive care unit, and additional medical staff. The plant is in the process of an ongoing investigation concerning the cleaning protocols that are used in this facility for the uvc's. Product mgr visited the facility on december 6th 2007, to pick up the complaint sample. He stated; "the catheter was coated with a dry substance that had a pink tint. I believe this is chlorohexidine residue. As we saw in approx two months earlier, on our visit to this facility, the nurses tend to use a "large" amount of chlorohexidine to clean uvc's and we did not see any wiping of the cleaning agent following the application." A sample is being returned for evaluation.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with an umbilical vessel catheter. The customer reports that the uvc was inserted eight days earlier at 19:00 hrs in the nicu. The customer reports that the line was in good position in the umbilical vein. Tpn, lipids, and maintenance heparin solution (dextrose and heparin) were infused through the line for six days. On the sixth day, the line developed a leak resulting in the removal of the uvc and unsuccessful attempts to place a PICC line. A peripheral IV was inserted. No consequence to the pt was reported.